Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The visual inspection of the tibial articular surface provisional(tasp) bottom confirmed that the tasp fractured along the medial side of post. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot had been in the field for three years. It is unknown for how many times the device is being used. The DHR results were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A previous investigation was opened for the breakage of tasps. A FDA notification contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.